Manufacturer narrative:
The insulin pump was received with intermittent escape, act, up and down buttons response due to flattened escape, act, up and down dome switches. No unlocked lcd keypad connector during our visual inspection. The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 68 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer was hospitalized on (B)(6) 2017 for the low blood glucose levels. The customer was treated with medicine and was wearing the insulin pump during their hospital stay. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.